Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 12-oct-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of adverse event ("body has greatly changed/significant side effects") in a 43 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. In 2015 she experienced adverse event (seriousness criterion medically important). At the time of the report, the event had not resolved. The reporter considered adverse event to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 82 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 12-oct-2022. The most recent information was received on 20-oct-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of adverse drug reaction ("body has greatly changed/significant side effects") in a 43 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. In 2015 she experienced adverse drug reaction (seriousness criterion medically important). At the time of the report, the event had not resolved. The reporter considered adverse drug reaction to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 82 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 20-oct-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.